Event description:
During a breast biopsy, after the seventh sample, the probe locked up with the sample notch open. The doctor tried to close the sample notch but wasn't able. The doctor decided to remove the probe from the breast and abort the case. The doctor will be rescheduling the pt for additional samples. No pt consequence occurred.